Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was shattered. The reason for the shattered touchscreen was unknown. The customer's blood glucose level was reportedly between 200-400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.